Event description:
Information received with return of the explanted device notes that the patient complained of presyncopal episodes. The device exhibited oversensing at 12.5mv and impedance of 1399 ohms. A chest x-ray showed a fracture at the suture site. The patient was in sinus bradycardia at 50 bpm.